Manufacturer narrative:
The reported events were lead dislodgement, sensing issue, and unacceptable threshold. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of sensing issue and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold and decrease in p-wave amplitude. Subsequent x-ray imaging confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.